Event description:
It was reported that the insulin pump had a blank display and rebooted intermittently. The blood glucose reading was unknown. The customer also reported that the device required another battery replacement after the battery had been replaced only 2 days prior. The issue was resolved upon troubleshoot, and the display returned. She also reported that the insulin pump alarmed failed battery, as well as weak battery. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.